Manufacturer narrative:
Explant date: not applicable; lens remains implanted. Initial reporter: telephone number (B)(6) and zip code unknown. PMA 510(k): this device is not marketed in the USA. It is same similar to pcb00; pma980040. Unknown since serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A physician reported that five (5) patients experienced corneal edema one to two months following cataract extraction with an implant of a tecnis optiblue itec preloaded 1- piece intraocular lens. The surgeon reported that the patients recovered following oral administration of a steroid. The surgeon did not assign causality to the intraocular lens but to the hospital. This report is for patient #3 who was not further identified.